Event description:
Caller reported a cgm error 42, which occurred with a g6 sensor. There was no adverse impact to the customer¿s blood glucose level. Customer received complete pump reset information from technical support, who assisted the caller with the pump reset. Following the reset, the pump no longer displayed any cgm error code, and the caller successfully began their sensor session.